Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was going to discuss revision or possible ins replacement with their doctor when they have their next appointment. It was reported that the patient can only get 2 coupling bars when sitting and 6 when standing. The reason for the ins sticking out was unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that a pocket revision was not planned yet; the patient still had to discuss the replacement of the implantable neurostimulator (ins) and pocket revision. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported the ins was overdischarged. The patient said it took too long to recharge, so the patient got tired of recharging and quit. The patient also reported that the ins was sticking out of the pocket and it feels uncomfortable when the patient lays on it causing pain. The rep has not seen the patient and won¿t see them until next week. The rep said they will work on clearing the por. It was mentioned the evaluating physician felt the pocket needed a revision, but nothing was scheduled, and it was unknown if a revision was planned at this time. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has had difficulty charging since implant. Starting a couple of months after implant (¿after it had settled¿) the patient started finding it difficult to get the implantable neurostimulator recharger against the implantable neurostimulator and has to lay on it. The patient doesn¿t like lying on it to charge because it¿s painful and sometimes overheats and burns her. Patient noted that it ¿doesn¿t hook right¿ which was clarified to mean that the recharging system itself was difficult to work with. When she sits, her implantable neurostimulator protrudes out about an inch (inside her skin, not exposed ¿ like a hump). It is uncomfortable and painful while sitting and it hurts all the time. This hadn¿t been noticeable until june or july of 2016. Because of the noted issues, the patient purposely doesn¿t charge and waited about 3 months to charge to avoid it. The patient said that she was able to successfully recharge after 3 months and there was no overdischarge.